Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient did not recharge the ipg as recommended. The scs system displayed a communication error and the patient lost stimulation therapy. An sjm representative interrogated the system and confirmed the issue. The patient is pending a surgical consult.